Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also noted that the implantable pulse generator (ipg) exhibited pacing below the lower programmed rate and loss of capture was observed on the right ventricular (rv) lead. The ipg and pacing lead remain in use. No further patient complications have been reported as a result of this event.